Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 95 mg/dl. During troubleshooting, it was found that customer use lithium batteries. After changing to correct batteries, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No unexpected blank display anomalies noted. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. The insulin pump had a corroded battery cap contacts noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.